Event description:
A report was received in 2002 from a doctor regarding a pt who had a left eye memorylens implant in 2002. The report stated that the pt presented for exam one week later with endopthalmitis, hypopyon and intraocular infection. A vitrectomy and tap was performed on the pt one week later, and the culture came back positive for staph aureus. The pt's visual acuity at exam was reported as light perception. The pt is currently being treated with antibiotics.